Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the gap of adhesive was due to handling issues from the user. The event can be detected/prevented by following the instructions for use which state: ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process and a gap of adhesive on the distal end and a gap between the acoustic lens and ultrasound probe were found. Additionally, the position of charged coupled device (ccd) was too short and was of limited length for repair. Other findings included: the up/down (u/d) knob could not be locked securely due to deformation of locking (fe) lever. The u/d knob was scratched. The adhesive on bending section cover (a-rubber) was detached. Also, due to deformation of bending tube, the connection between bending section and connecting tube was not secured. The channel (ch) tube had a buckling, and the ultrasonic probe was loose. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The evis exera ii ultrasound gastrovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, a gap of adhesive on the distal end and a gap between the acoustic lens and ultrasound probe were found. Additionally, the position of charged coupled device (ccd) was too short and was of limited length for repair. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.